Manufacturer narrative:
One certain® low profile one-piece abutment 3.4mm(d) x 3mm(h) (ilpc343u) was returned for investigation. Visual evaluation of the as returned product identified fracture. Pre-existing condition noted on the per is bruxism. He reported device was located on tooth # 29 and was used for approximately 2 years 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's last name unknown.

Event description:
It was reported that the abutment screw fractured and another abutment screw was used to complete the procedure.